Event description:
It was reported that upon inserting the catheter through the femoral vein, the spring wire guide (swg) became "stuck". The catheter was exchanged with a new catheter. Reference MDR # 1036844-2009-00312 for second event involving same pt.

Manufacturer narrative:
(B) (4). This event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: two samples containing a swg inserted through an introducer needle were returned for evaluation. One swg and needle were visually examined. Returned swg was protruding from both the needle tip and hub. The swg had become unraveled and the core wire had broken into 2 pieces near the j- bend; j-bend was protruding from the needle tip. One piece of core wire (j bend) was curved near the break and remained connected to swg through the unraveled coiled wire. The other piece of core wire contained one kink at the end of the needle hub. Both welds were observed to be intact. Microscopic examination of the swg did not reveal any nicks or cuts from the needle bevel. Swg and needle met specifications. A functional test was performed by inserting the straight end of the swg through returned needle. Swg was inserted easily through the needle; no resistance was met. The product's instructions for use warns about possible damage to the swg or risk of severing the swg if it is withdrawn against the needle bevel, if excessive force is used in the removal process and also suggests using care and provides instructions when removing swg if resistance is encountered. The reported complaint of swg unraveled was confirmed through visual examination of the returned sample. The investigation found no evidence to suggest a mfg related cause. Therefore, the potential cause of this issue could not be determined.